Manufacturer narrative:
Based on the information provided, it was determined that the tissue samples exhibiting sub-optimal tissue processing were derived from the "histolab 12hr" protocol comprising 127 cassettes, which started in retort a at 15:58pm on (B)(6) 2020 and completed at 05:00am on (B)(6) 2020; and the "histolab 12hr" protocol comprising 18 cassettes, which started in retort b at 19:02pm on (B)(6) 2020 and completed at 08:30am on (B)(6) 2020. Investigation of this complaint found that the instrument operated within specification during execution of the "histolab 12hr" protocol started in retort a at 15:58pm on (B)(6) 2020; and the "histolab 12hr" protocol started in retort b at 19:02pm on (B)(6) 2020, from which sub-optimal tissue processing was reported by the complainant. Evaluation of the information available did not identify any potential root cause for either the blue hue observed in bottle 11 (xylene) or the reported water contamination in bottle 11 (xylene). Information documented by the leica product application specialist - anz details that the tissue samples exhibiting sub-optimal processing were derived from "histolab 12hr" protocols started in retort a and b on (B)(6) 2020 and completing on (B)(6) 2020; and the tissue type and size of the affected samples were "skins" of "3x4mm average". Section 8.2.1 of the leica histocore peloris 3 premium tissue processing system user manual details the manufacturer recommended protocol duration for different maximum tissue thickness/dimensions and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. The manufacturer recommendations indicate that the "histolab 12hr" protocol with a duration of approximately 12 hours is not appropriate for processing "skins" with tissue size of "3x4mm average". The findings suggest that the root cause of the sub-optimal tissue processing reported by the complainant in this event was use of a protocol of inappropriate duration for the type/size of the tissue samples being processed.

Event description:
The complainant contacted leica biosystems by email and reported the following in relation to histocore peloris 3 rapid tissue processor serial number (B)(4): "water in xylene bottle 11 (again)! Nothing evident in the waxes or other xylene bottles. We had 127 blocks with water damaged off retort a and 18 blocks with water damaged off retort b. Bottle 11 was used as the final xylene in both runs (see attached). Water is getting into the final xylene step (previously reported in sep bottle 14, nov bottle 11 when the instrument was still under warranty). Bottle 11 was at 98% and 97.6%, it had been used successfully in previous processing runs i.e. Water was not introduced at reagent change. It was changed 17/9 and used for 8 successful runs up until 23/9 then wasn't scheduled again until last night where it was used as the last xylene step." On 08 october 2020, a leica field service engineer (fse) and the leica product application specialist - anz (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following information: "customer complained of blue hue and hard/brittle tissue. Customer sent pictures of water in the xylene bottle 11. Customer also sent an image of the blocks after processing, they all had eosin spots on them. Customer uses eosin in bottle 3 and 4 as 70% ethanol. The customer was also asking why bottle 11 was unused for 2 weeks while onboard. I have doubts as to the tissue size. Both runs that were affected seem to be 12 hour runs. About 60% of tissues I saw slides of, should have been on 4 hour runs based on the size." I think customer used a protocol that is too long for the tissue size." The fse documented that no water was found in the air or liquid tubes; "pink fluid" was noted in the rotary valve, which is consistent with the use of eosin; retort a failed the pressure control test with a 0.3kpa leak with the source being identified as an imperfect seal in the "retort a air line fitting", which was rectified by re-fitting the tubing. The fss documented the following: "the best course of action is to reduce the processing time for tissues that are smaller. Not all blocks in the run were affected, and I believe the larger tissues were less likely to show artifact." The fss also documented that the tissue samples exhibiting sub-optimal processing were derived from the "histolab 12hr" protocol executed in retort b comprising 127 cassettes, which started at 15:58:38pm on (B)(6) 2020 and completed at 05:00:38am on (B)(6) 2020; and the "histolab 12hr" protocol executed in retort a comprising 18 cassettes, which started at 19:02:47pm on (B)(6) 2020 and completed at 08:30:37am on (B)(6) 2020. The tissue type and size of the affected samples were "skins" and "3x4mm average". On (B)(6) 2020, leica biosystems (B)(4) received information from the leica product application specialist - anz, that all cases involved in this event were diagnosable but "were difficult to cut."